Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to the relay thoracic stent graft with plus delivery system (relay 85). The relay 85 system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038).

Event description:
When wetting the sheath, the doctor found the sheath is kinked, and the guidewire couldn't go through. But the white box and the transparent protectors are both intact.although never implanted, the deployment system (sheath and guidewire were kinked) so physician did not use and got another unit.